Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient needed someone to check and see if it was time to replace the implant. Patient saw their doctor (hcp) a few weeks ago and hcp told patient to check on how much implant battery life patient had left. Reviewed longevity info. Patient reported they had to charge ins every 2 days now, it used to last 4-5 days. Patient had not made any changes to programming. Patient mentioned they had an MRI and put it in MRI mode. The issue started a few weeks ago. Reviewed charging frequency depends on usage and settings. Hcp told patient a few weeks ago they will reach out to the medtronic rep. Reviewed the process of contacting the rep. Redirected to hcp.